Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration # 1419652) on behalf of the MFR bhm medical, inc (registration # 9681684). Please note that while this product is no longer mfg, previous medwatch reports for this product may have been submitted for the mfg site arjo med (B)(4) (under registration # 9617021). As of (B)(4) 2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by bhm medical inc and any medwatch reports will be submitted under registration # 9681684. As an immediate action, a few days after the incident, an arjohuntleigh (B)(4) was at the facility for an annual training and review with all staff the sling correct lifting and use procedures. The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's.....

Event description:
While a pt was being transferred from the bed to the chair using a floor lift, the right shoulder clip of the sling became detached from the dynamic positioning system (hanger bar). When she noticed the situation, the staff assisted the resident to lower him to the floor. No injuries to resident or caregiver.